Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/13/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the unresponsive up arrow, down arrow and ok keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and no damage or contamination was found. The pump was opened and the keypad flex and connector showed no signs of damage, contamination, or loose connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up, down and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.